Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenectomy on a totally laparoscopic distal gastrectomy, the staple line was crushed because device was unable to open. The surgeon had to fire one more stapler and loose margin of tissue. This resulted to tissue damage, tissue loss and extended surgical time by 30 minutes or more. They exchanged other device and cartridge to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom (electrically erasable programmable read-only memory) was uploaded and indicated 30 autoclave cycles for the handle. A pmv representative adapter and sulu (single use loading unit) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.